Event description:
Reporter alleged blood glucose measured 325 mg/dl back to back with a result of 98 mg/dl when testing was performed 2 to 3 minutes apart. Customer also stated another back to back test yielded a reding of 485 mg/dl back to back with a result of 94 mg/dl when another 2 to 3 minutes. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.